Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay to screen was cracked. No fault found with display. ECG connector found broken loose from printed circuit board.

Event description:
It was reported the screen was cracked. The programmer was returned for service. No patient involvement or complications were reported.